Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. An unrelated issue was found and corrected. The device passed all testing and was returned to the customer. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator had an intermittent black screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.